Manufacturer narrative:
The t:slim g4 user guide instructs the user to be prepared to inject insulin with an alternative method if delivery is interrupted for any reason and that failure to have an alternative method of insulin delivery can lead to very high blood glucose or diabetic ketoacidosis. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after receiving the proper low insulin alerts and empty cartridge alarm, the customer's blood glucose (bg) level was above 600 mg/dl with a ketone level that was reported as being at dangerous level. The customer did not have any available insulin to fill a cartridge. The customer was waiting for a relative to bring more insulin. The customer declined any further follow-up from tandem technical support.